Manufacturer narrative:
Approximately 17 cm of the ventricular catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing due to the proximal end being sheared off. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials; care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that prior to implanting the product, it was observed that there were no lateral holes.